Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-00014. It was reported that the patient experienced hypotension. The patient was undergoing a left atrial appendage (laa) closure procedure. A 24 mm watchman laa closure device & delivery system was inserted into the watchman access system. However, the patient¿s heart rate and blood pressure dropped. The patient was controlled by the anesthesiologist and was able to get back to normal levels within a couple of minutes. They speculated that air may have been introduced into the patient; however no air was visualized inside the device or during imaging. The closure device was not implanted; the procedure was aborted due to the patient anatomy. The patient's current status is fine and they were discharged the following day.